Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter, and catalytic converter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of odor or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, functional analysis, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned for evaluation and completed functional tests with no odor/smell observed. The reason for the return of the oil mist filter could not be confirmed. The catalytic converter was not returned for further evaluation. The assignable cause of the odor/smell is likely due to the catalytic converter and oil mist filter. The field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).